Event description:
This event was previously reported under manufacturing report number 9616099-2010-00223 for the 9 x 40 precise stent. However, the angioguard device, which was in place when the stroke occurred, was not reported as one of the products related to the event, only as a concommitant device. Herein is the regulatory report for the angioguard device.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced a left-sided ischemic stroke during the index procedure. The target lesion was located in the right internal carotid artery and was described as 90% stenosed, concentric, 20mm in length, with no calcification. The reference vessel was non-tortuous and 6.0mm in diameter. There was no thrombosis observed pre-deployment. Pre-procedure nih stoke scale score was 0. The lesion was not pre-dilated and a 6mm angioguard was deployed beyond the target lesion. A 9 x 40mm precise pro rx was implanted. Following stent implantation, the patient experienced an ischemic stroke with visual field loss, hemiparesis, hemineglect, hemiataxia, and aphasia. The angioguard was successfully retrieved with no debris noted in the basket. Residual stenosis was 0%. Post-procedure nih stroke scale score was 22. The patient's recovery was partial with major residual of left sided hemiplegia. According to the investigator, the event was not related to cordis product but was related to the index procedure. The patient currently is in a rehabilitative facility. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 05412712, which corresponds to cordis lot number 70809511. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.